Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose 400 mg/dl. It was unknown if the customer was using the pump smartguard feature. Customer also reported that insulin pump had blank display. Customer stated that insert battery alarm did not display on insulin pump screen. Customer stated that battery cap was not missing or damaged. Customer stated that the battery compartment and spring was not damaged or corroded. Customer was inserted new battery. Display was not returned after insulin pump restart. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.